Event description:
The user suffered from a head trauma on (B)(6) 2019; afterwards the user had no more hearing sensation with the device. No swelling or inflammation above implant housing was noticed. The user has been re-implanted on (B)(6), 2019.

Manufacturer narrative:
The investigation results confirmed that the device has failed due to an external impact to the active electrode. All the problems given in the recipient report appear to match well with this finding. This is a final report.

Event description:
The user suffered from a head trauma; afterwards the user had no more hearing sensation with the device. No swelling or inflammation above implant housing was noticed.

Manufacturer narrative:
Based on the received information, a damage to the active electrode due to the reported trauma appears very likely. However to determine an exact root cause device investigation would be necessary. No information on possible further steps has been received yet.

Manufacturer narrative:
The device has not been explanted. If it should be explanted, it is to be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
The user suffered from a head trauma; afterwards the user had no more hearing sensation with the device. No swelling or inflammation above implant housing was noticed.